Event description:
A report was received that a patient underwent a pocket revision due to pain at the ipg site. The physician moved the ipg location up 6 inches on the right side of the torso. The patient is reportedly doing well following the procedure.